Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The trilogy evo was returned and evaluated by a third-party service center. During the evaluation of the device at the third-party service center, a ventilator inoperative error code was observed. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The machine flow sensor would need to be replaced to address the issue. Decision made for device to be scrapped. The reported failure of a ventilator inoperative error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.